Event description:
It was noted at the end of a surgical procedure that the pt's temperature had dropped, but there was no adverse event for the pt. The hospital used a different warming unit and warmed the pt. No additional information was available. It was reported that unit appeared to be operating at ambient temperature. The unit was returned to manufacturer as part of an exchange program.

Manufacturer narrative:
Very little information was provided to the manufacturer regarding the specific pt. No injury was reported. Unit was returned for analysis and analysis is in progress and not yet completed. Method: actual device not evaluated. Results: no results available since no evaluation performed. Conclusion: unable to confirm complaint. Inconclusive-investigation in progress. The warming units are reusable devices for they are equipment.